Event description:
The customer's spouse reported low blood glucose of 23 mg/dl which was treated with glucose tablets. The customer had low blood glucose for six weeks and treated with glucose shots. Troubleshooting was performed and the drive support cap appeared normal, the reservoir showed less insulin than what was shown on the status screen of the insulin pump. The displacement test failed. The caller stated that the insulin pump was not exposed to an MRI. The caller was advised that the insulin pump needs to be replaced. No further information was provided.

Manufacturer narrative:
Additional information has been received after follow up report was submitted. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, no delivery and occlusion tests. Display window was scratched. Insulin pump was programmed with multiple boluses and monitored. The units left in the status screen matched the units left in the reservoir.